Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label, stained end cap sticker and corroded battery tube.

Event description:
The customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer stated that there is cracks where the reservoir is at. Advise to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advise the insulin pump will need to be replaced. The insulin pump will be returned for analysis.